Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that patient was implanted on (B)(6) 2013 due a broken bone in the femur distal. It was also reported that patient fell in front of home on (B)(6) 2013, went to hospital with pain, it was observed that the implanted plate was broken in femur distal 1/3 shaft. On (B)(6) 2013 a procedure was conducted to remove the implant, surgery was successfully completed with no reported patient harm or surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.